Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) has been returned and evaluated by the failure analysis (fa) team. Fa was able to reproduce the reported complaint. The unit was test on an in-house system in normal mode where it triggered error 23118. The unit was tested on a psc fixture test platform (pftp) where it failed the chipencoder virtual absolute (cva) insertion characterization test. After installing golden insertion cva flat flex cable (ffc) unit passed cva characterization retest.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The isi fse replaced the usm to resolve the issue. The system was tested and verified as ready for use. Isi has received the product involved with this complaint; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted after failure analysis investigation.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with a neobladder surgical procedure, an error occurred on universal surgical manipulator (usm)3. The customer received phone assistance from an intuitive surgical, inc. (Isi) technical support engineer (tse). The isi tse advised performing a hard power cycle and moving the usm carriage manually, but the customer reported that the problem persisted. The isi tse then advised disabling usm 3, and the system was ready. The surgeon elected to proceed with the procedure using three usms. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system. The system initially powered on without errors. The usm3 was disabled for the surgeon to continue with the procedure.